Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report add gel/replace belt alarms and that the pt's cable was damaged. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problems (add gel/replace belt alarms and damaged cable) wee confirmed. Upon investigation the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief. This resulted in an intermittent connection between the cable and dn. The root cause of the pulled cables could not be positively identified but was likely excessive force. No adverse event resulted from the defective electrode belt. The pt was issued a replacement electrode belt.